Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry, slight toric rotation and under correction of astigmatism. The iol was exchanged for another lens model 1 months 6 days following the initial implant procedure. The surgeons prognosis was mentioned as good.

Manufacturer narrative:
The lens was returned on wet, white medical sponge material inside a large biohazard bag. The lens was removed and allowed to dry prior to evaluation. Residue of solution was observed on the lens. The optic was cut into 3 pieces, typical of damage created to remove a lens from the eye. One optic portion containing one full haptic was undamaged. The middle cut optic portion had splintering crack damage from the line of cut damage. The optic edge was split. The third optic portion containing the other full haptic was cracked in the haptic/optic junction on the anterior surface. The optic was cracked in two areas on the posterior and cracked on the anterior near the line of cut optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. Information was provided that a qualified cartridge, handpiece, and viscoelastic were used. The product investigation could not identify a root cause for the reported complaint of slight toric rotation and under correction of astigmatism. The explanted lens was returned cut into pieces, typical of damage created to remove a lens from the eye. Additional lens damage was observed. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. Information was provided that the company (1.50 cyl) 15.5 diopter lens was removed and replaced with a company (2.25 cyl.) 15.5 diopter lens. The exchange from a company (1.50 cyl) to a company (2.25 cyl.) Would suggest that the replacement lens model was an improved selection for this patient's vision needs. The manufacturer internal reference number is: (B)(4).